Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm during a bolus delivery. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. The insulin pump was not replaced as customer stated that she has been upgraded to a different model insulin pump, but she has not used it yet. Nothing further was reported.